Event description:
It was reported that externalized conductors were observed via diagnostic imaging when the patient presented in the operating room for change out due to normal battery depletion. The patient was asymptomatic. The lead was capped and replaced.